Event description:
The device was used for tubal ligation procedure. Reportedly, the suture broke a few days post-operatively. The surgeon re-operated to close fascia. The pt's status is satisfactory.